Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during positioning of the coil, it prematurely detached in the vessel. A solitaire stent was used to secure the coil against the vessel wall successfully. No injury was reported with the patient as a result of the procedure.